Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Please clarify the body part/location of trauma on which the ¿trauma surgery¿ was performed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Was the wound re-sutured? If yes, when? What was used for re-suturing? Were cultures performed? Results? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent a surgery for trauma on (B)(6) 2020 and the suture was used. The patient experienced post-op inflammation with erythema and wound secretion the next day after suturing the subcutaneous tissue. It was reported that the suture end was removed. Wounds were treated with alcohol disinfection, dressing changes, bandaging, and oral antibiotics to prevent infection. The wound healed after three days. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/17/2020. Additional h-3 summary: no intact or opened sample was provided for analysis site. Six retain samples of the incident code ch345 and lot number t9008 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects but no such defects were observed. The incident lot has undergone sterilization by ethylene oxide radiation process. The sterilization run reports were reviewed and found to meet the specification. All the sterilization parameters were observed to be within limits as specified in the process specifications. No deviations or abnormalities were reported during testing and monitoring of the incident lot. From the above analysis it is evident that there was no issue related to the product sterility, quality and processing of this incident lot. The above investigation and device history record review shows that there was no issue related to processing of the lot. It is concluded that the retain samples were found to be sterile. The condition under which the test was performed was found to meet the aseptic requirements of classified area. All the other batches undergone in same sterilization run were passed and no complaint is reported till date regarding patient/user related issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.